Event description:
As reported by the edwards clinical specialist (cs), during the transaortic tavr procedure, the first 23 mm sapien valve was positioned 50:50, however, during deployment the valve shifted deploying 60:40 aortic. A post deployment echocardiogram showed central ai and one leaflet that did not appear to be moving appropriately. The physicians used a pigtail catheter to try to get the leaflet to move but were unsuccessful. Per report, the patient remained stable, but the pressure was low. The decision was then made to deploy a second 23 mm sapien valve which was implanted 60:40 aortic within the first valve. A repeat echocardiogram (tee) showed the central ai looked different, but was still present. The patient remained stable with the low pressure. Angiogram revealed the patient¿s left coronary artery (lca) was open, but the obtuse marginal (om) was not patent. The om was partially blocked previous to the procedure, and had not been stented. The om was ballooned but the patient became unstable, so cardiopulmonary bypass (cpb) was initiated and the om was stented. At this time, the second sapien valve was noted to be functioning normally. On pod1, the patient was noted to be off vasopressors. After the case the physician and the cs had an opportunity to discuss potential causes for the events. The physician felt the first sapien valve had a malfunctioning leaflet which caused severe central ai. The severe central ai, combined with a very thick left ventricle (lv), led to subendocardial ischemia, acidosis, and hypotension, which may have exacerbated the effect of the om occlusion. The acidosis resolved, and both the left and right ventricle recovered. Per report, the patient¿s aortic valve was mildly calcified, the patient¿s aortic root was mildly calcified and both the sinus of valsalva (sov) and the sinotubular junction (stj) were unremarkable.

Manufacturer narrative:
A review of the work orders in the design history record (DHR) review did not reveal any issues that could have contributed to the reported event. It should be noted that all valves are 100% tested for coaptation. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. In some cases deployment of the sapien valve in a too aortic position has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for this event cannot be determined. Per the information received, the valve was deployed as recommended. It is possible that a combination of patient factors (i.e. Calcified aortic valve/leaflets) and unknown procedural factors caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4) additional information: pre-op cine, procedural cine and procedural echo images were provided and reviewed by an edwards physician proctor: pre-op coronary angiography; heavily calcified leaflets at level of stj.; mitral calcification; calcium seen in lad, cx, rca; moderate central ai (native); 3 separate areas of stenosis in circumflex system. Om has a long area of stenosis involving a · bifurcation branch to cx. Procedural cine: transfemoral kit used for tao approach; bav seen with contrast injection, no contrast leak seen; prior to valve deployment, 3 cusps not aligned, valve is not center or coaxial and appears to be positioned too ventricular; sapien valve deployed too ventricular (approx.20:80 a/v); native aortic valve leaflets on lcc seen moving freely and hanging above sapien valve causing sapien valve leaflet to not function properly, causing 2-3+ central ai; ncc native aortic leaflet tip seen above sapien valve. Does not appear to be impinging prosthesis; balloon inflation of 2nd valve seen within first valve (no image of set-up or 2nd valve crossing annulus); 2nd valve too ventricular, severe ai seen with pig tail catheter through valve; no flow down cx system. Multiple ptca to om/cx branches and stents deployed. Flow restored to cx system, om1 no flow · by-pass cannulas and iabp seen, ai decreased procedural tte echo; severe concentrated lvh, mild ai (native), severely calcified aortic valve, mild mr, ef approx. ; 35% post 1st valve implant, one bioprosthetic valve leaflet not functioning (other leaflets functioning well); valve implant low, tip of native leaflets seen above thv; ef % decreased with wall motion abnormalities; 2nd valve seen, function is good; ef % and wall motion abnormalities improve; last echo image post viv and ptca shows ef % better than baseline impressions: pre-op angio shows multiple areas of stenosis in circumflex arterial system. Transfemoral kit used for trans-aortic case. Good bav with edwards balloon (size unknown). Good contrast injection with no contrast leak around balloon. Prior to valve deployment, aortic cups are not aligned correctly. Valve is not coaxial or centered in annulus and is positioned too low. Valve deployed deep in lvot 20:80 (too ventricular). Native aortic leaflets seen above thv. Lcc leaflet moving freely and hanging over thv leaflet causing the bioprosthetic leaflet to be non-functioning (frozen). Ncc native leaflet also seen above thv, no impingement seen. Balloon inflation of 2nd valve seen within first valve (no image of set-up or 2nd valve crossing annulus). Second valve deployed too ventricular with in the first valve. Severe central ai seen with pigtail catheter across valve. Ef decreased with wall motion abnormalities. No flow seen in circumflex arterial system. Multiple ptca with balloons and stents deployed to cx/om arteries. Flow re-established to cx system, om1 with no flow. Ai and ef improved. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per the imaging review, the improper positioning prior to deployment ultimately led to the too ventricular position of the valve. The malposition subsequently caused the native aortic leaflets to move freely and hang above the sapien valve causing central ai. The malposition was attributed to procedural factors (3 cusps not aligned, not-coaxial or centered placement of the valve, low positioning of the valve).